Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5_13.2, -14.00/2.0/107 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2019. Significant reduction of irido-corneal angels and excessive vault were observed, the lens was removed and exchanged for a shorter length lens on (B)(6) 2019 and the problem was resolved.

Manufacturer narrative:
Additional information: h3 - device evaluation: lens was in micro-centrifuge vial, clear surgical residue on product. Visual inspection found residue on the lens. Claim# (B)(4).